Event description:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control recommended that the device be sent in to physio for evaluation and possible repair. Physio has made multiple attempts to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.